Event description:
Prior to an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of bluetooth communication anomaly could not be confirmed. Inductive and bluetooth telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.